Manufacturer narrative:
This report is for an six (6) unknown 3.5 cortex screws. Unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, the patient underwent hardware removal due to the bone being healed and to avoid infection. Screws removed were five (5) unknown 3.5 variable angle (va) locking screws, six (6) unknown 3.5 cortex screws, four (4) unknown 2. 4 cortex screws, 1 (one) 3.5 va-locking compression plate (lcp) proximal tibia plate and one (1) 2.4 lcp plate 4 holes. All hardware successfully removed with no issues. Original implant was on (B)(6) 2018. There were no known comorbidities. There was no patient consequence reported. It is unknown if there was surgical delay. Procedure and patient outcome is unknown. This complaint involves five (5) reports totaling seventeen (17) devices. This complaint is for six (6) unknown 3.5 cortex screws. This report is 4 of 5 for (B)(4).